Manufacturer narrative:
(B)(4).

Event description:
Following a routine pump replacement, the patient never had the same therapeutic effect. Prior to the replacement, the patient was on a dose of 300 mcg/day; after the replacement, the patient had a daily dose of 805 mcg/day with no effect. The "fluid of the catheter was good". The pump and catheter were replaced. It was noted that the pump was replaced because it could be heard clicking; "the pump clicks like a clock". There was reported to be no patient injury. The device system was used to deliver baclofen.